Event description:
It was reported that the customer "downloaded the event and error logs, but he don't have the 8015 that the unit was connected to. Customer stated that the unit had over infused. This is all of the information that was given at the time of the report." No patient harm was reported. Although requested, further information not provided.

Manufacturer narrative:
Additional information: g1, h6, h10. The reported issue that the lvp module over infusion- unspecified medication could not be confirmed. No product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported event of device had over infusion- unspecified medication was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 26sep2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, patient information not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer "downloaded the event and error logs, but he don't have the 8015 that the unit was connected to. Customer stated that the unit had over infused. This is all of the information that was given at the time of the report." No patient harm was reported. Although requested, further information not provided.